Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was not reported if the patient was hospitalized. It was unknown if an autopsy was performed. It was unknown if therapy was ongoing at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the device was not linked to the reported death until after the device had been serviced, a complete device analysis could not be completed to investigate the reported death. However, a review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume iipv events that could have caused or contributed to the reported difficulty. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. Review of the device service history revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.